Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient reported that the patient line and the transfer set became disconnected during sleep and solution leaked onto the bed. The patient indicated that they had reconnected after the event. The technical services representative assisted the patient in ending therapy. It was later reported that their transfer set was examined at the clinic and was found to be damaged. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.